Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent deployment during removal of the device the tip inadvertently got caught on the deployed stent resulting in the reported difficult to remove. Manipulation of the compromised device resulted in the reported stretched stent and ultimately resulted in the reported tip material separation; thus resulting in the reported poor flow (obstruction/ occlusion). The treatment appears to be related to the operational context of the procedure as the patient was sent to surgery for a cut down to remove the tip and then a femoral/popliteal bypass was performed to treat the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) with no calcification or tortuosity. The 6x150 mm supera self expanding stent system (sess) deployed the stent and there was poor flow after deployment. During removal of the delivery system there was some resistance and the stent elongated but remains in the target lesion. It was found that the tip of the delivery system detached after deployment. The patient was sent to surgery for a cut down to remove the tip and then a femoral/popliteal bypass was performed to treat the target lesion. The patient is doing fine now. No additional information was provided.

Event description:
Subsequent to the initially filed report, medwatch mw5166803 was received which states: unraveling of supera stent with retain hardware in the subcutaneous tissue/intra-arterial. The stent was deployed in the usual fashion, unfortunately the distal end could not be freed as a result the stent unraveled and the most proximal end fully deploying in the sheath.

Manufacturer narrative:
A4: corrected weight from 90 kg to 93 kg. E3: corrected occupation from na to physician.